Event description:
The complaint has been reopened upon the receipt of the explant in another. The pt has been re-implanted in 2007. Med-el was not aware of the scheduled re-implantation until the receipt of the explant in innsbruck. In the previous complaint of march 02, 2005 testing confirmed that the device has malfunctioned, nevertheless at this time the pt was still able to hear with his device.

Manufacturer narrative:
The device has been explanted and has been returned to another country, where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.